Event description:
On 09-jul-2026, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i20cm, serial number (B)(6) in china within the apac region. At the start of the endoscopic procedure, the operator inserted the endoscope into the patient and encountered resistance during insertion. After withdrawing the endoscope, a protruding steel wire was found on the insertion flexible tube. The patient sustained an anal injury. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. H6: continued: health effect - clinical code: 1689 abrasion health effect - impact code: 4605 disruptions of subsequent medical procedure, 4619 temporary impairment, 4641 unexpected medical intervention. Medical device problem code: 2979 material protrusion/extrusion component code: 525 tube. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available. Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and received responses to its inquiries via email on 13-jul-2026. According to information received from the user facility, the patient sustained a superficial abrasion limited to the anus caused by the protruding metal wire. Hemostasis was performed, and follow-up observation was required. No hospitalization or prolonged hospitalization was required. The procedure was interrupted due to the event, and the patient experienced significant pain or physical discomfort. According to the user facility, leak testing and the pre-use inspection specified in the IFU were performed by personnel familiar with the inspection procedure. No abnormalities, including protruding metal wire, were identified after reprocessing and drying. The abnormality was first recognized during insertion because of abnormal insertion resistance. According to the distributor, this was the first use of the demonstration endoscope at the user facility. The endoscope was reprocessed by trained facility personnel. The service history is being confirmed, and the endoscope had been connected approximately 571 times. The affected endoscope is being returned to japan for further evaluation. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.